Event description:
It was reported that the customer received the no delivery and motor error alarm during bolus. Customer also mentioned a battery out limit alarm. Customer's current blood glucose reading is 267 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.